Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the pump was unresponsive to ok, arrow, and down arrow buttons, the keypad was torn on the ok and down arrow buttons, and there was contamination found under the ok, arrow, and down arrow button contacts.

Event description:
It was reported that the pump is not responding to the ok button. The pump reportedly has not been exposed to moisture, but the keypad is intact.